Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier malfunctioned. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip would not sit in the applier as customer went through 7 packs of clips. The issue occurred while the clip was applied outside of the patient, however, while inside the patient, some clips fell off the applier. The surgeon retrieved them. It was noted that the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clips kept falling out of the applier. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to an unsuccessful clip application and not related to the clip opening after closure of the clip. The issue occurred after a full cartridge was used.